Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
Lead analysis showed that the connector pin, connector ring, portions of the quadfilar coils and anchor tether and the white electrode were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded opening and slice mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The abraded openings found on the inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the inner silicone tubes. What appeared to be white deposits were observed in various locations. Energy dispersion spectroscopy was performed and identified the deposit as containing silicon, phosphorus and calcium. Except for the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. With the exception of the abraded tubing openings, no obvious anomalies were noted. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Note that a break of a few strands would still allow current flow through that portion of the lead. This observation is supported by results of electrical measurements which verified continuity between the ends of this lead section. Based on the findings in the product analysis lab, there is evidence of an abraded inner tubing opening in the returned portions of the device.

Event description:
Review of programming history for the patient¿s previous generator was performed on (B)(6) 2013. At the time of generator explant ((B)(6) 2013), impedance was normal at 1618 ohms.

Manufacturer narrative:
Analysis of programming history.